Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer had regained connection prior to contacting tandem customer technical support (cts). The customer declined additional assistance from cts regarding the issue. No additional patient or event information was available.